Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The rubicon was returned in its original shipping package which showed the bottom seal of the package had been missed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage. Device analysis determined the condition of the returned device was consistent with the reported information of a seal compromised.

Event description:
It was reported that the device was not sealed. A 135cm rubicon 35 (box 5) were used. The bottom of the package was open, and the sterility was compromised as the inner pouch was not sealed. Subsequently, they pulled one out of the box and the catheter fell out. The procedure was completed with a different device. There were no complications reported. .